Event description:
On arrival to endoscopy for egd, inital assessment done in female recovery room. B/p taken by automatic cuff. After moving pt into room for egd it was noted that the pt had a bruise area to her right upper arm measuring 12 cm by 17 cm. This area was noted before applying b/p cuff in exam room. Floor staff called and stated no bruise was on arm when pt was bathed this am, also not seen on initial assessment on arrival to endo.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, patient's condition - predisposed event. Conclusion: device was out of spec but this does not relate to event, no failure detected but product out of specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.